Event description:
A physician reported that while conducting the ultrasound procedure, the ultrasound tip broke and dropped into patient¿s eye during surgery. The broken part of the tip was removed from the patient¿s eye during the same surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).